Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels after being treated by the paramedics twice in the past couple of weeks for low blood glucose levels. Customer's blood glucose level was over 400 mg/dl. The customer treated his blood glucose level with manual injections and bolused using the insulin pump. Monday night, the customer went into insulin shock. The device was not returned.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.